Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15146939 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coil assy lot # 15129967 was reviewed. It was observed during review of this lot no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the nonconformances. Coil assy lot # 15143935 was reviewed. It was observed during review of this lot no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the nonconformances. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of an unknown target site, resistance was felt when the orbit rdfl complex fill coil ((B)(4)) was advanced in the unknown microcatheter (mc). The entire coil was successfully removed still attached to the delivery system; however, it was found to be stretched after it was removed. The procedure was continued with the same mc, and completed successfully using another new coil without any patient injury. There is no information available regarding the vessel characteristics. An adequate continuous flush was maintained through the mc at all times. During insertion, after the resistance was met, no additional force was utilized to advance or remove the coil/delivery system. The coil/delivery system did not make out of the distal end of the microcatheter. Other than the reported event, no other damages were noticed with any other section of the devices, and the coil was still attached to the delivery systems. The device is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15146939 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Based on the available procedural information, no conclusion can be made regarding the resistance encountered during insertion of the orbit into the unknown microcatheter which may have contributed to the stretching of the coil. With review of the device history records there is no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time.

Event description:
During a coil embolization procedure of an unknown target site, resistance was felt when the orbit rdfl complex fill coil (B)(4) was advanced in the (mc) microcatheter (detail unknown). After the coil was removed, it was found that the coil was stretched (unraveled). The coil was successfully removed entirely. The procedure was continued with the same mc, and completed successfully using the other new coil without any patient injury. After the resistance was noted, no additional force was utilized to advance the coil through the microcatheter. During insertion, after the resistance was met, no additional force was utilized to advance or remove the coil/delivery system. The coil/delivery system did not make out of the distal end of the microcatheter. An adequate continuous flush was maintained through the mc at all times. Other than the reported event, no other damages were noticed with any other section of the devices, and the coil was still attached to the delivery systems.